Event description:
A report was received that the patient's ipg was non-functional and had high impedances on the leads. The patient underwent replacement of the ipg and the leads and was doing well after.

Event description:
A report was received that the patient's ipg was non-functional and had high impedances on the leads. The patient underwent replacement of the ipg and the leads and was doing well after.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg passed all the required tests and revealed no anomalies. Device evaluation indicated that the complaint for the leads was confirmed. The broken cables had resulted in high impedances. Microscope and x-ray inspection of the leads revealed fractured cables at the bent/kinked location of the leads. This location appears to be the site where the click anchor had been positioned.